Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced a blood glucose (bg) level of 481 mg/dl. The customer was uncertain of the suspected cause. The customer changed the infusion set, delivered a correction bolus via the pump, and administered a manual injection. A system check was performed with tandem technical support and no issues were identified with the pump or supplies. Reportedly, the customer's bg level stabilized to 102 mg/dl. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.